Manufacturer narrative:
PMA/510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent a hardware removal of titanium cannulated tibial nail-ex due to patient irritation and pain while exercising. The x-ray was taken on an unknown date. Procedure was successfully completed. The patient hardware was removed. This complaint involves seven (7) devices. This report is for one (1) screw. This is report 4 of 7 for (B)(4).